Manufacturer narrative:
B3- date of event is unknown. Additional information will be provided once available.¿ the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a deposit on camera unit. A root cause could not be identified. Based on the results of the investigation, the image was very blurry due to the deposit on the camera unit. The root cause for the deposit on the camera unit could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had very blurry image. There were no reports of patient harm.